Event description:
Port in approx. 2 weeks. Unable to aspirate, infuse through port. Dye study on 11/21/97 showed tip backed into the subclavian vein & was not in the svc. The port was removed and replaced.